Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported that the flow cell drain, on the dxc 800 pro instrument, overflowed and leaked under the instrument. Customer stated that the event was noted when the ion-selective electrode failed calibration. Customer stated that approximately 2 liters of waste leaked onto the floor. Customer cleaned the spill. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and identified and replaced defective valve j2 on the flow cell drain. This resolved the issue and no further problems were reported.